Manufacturer narrative:
Device evaluated by MFR: device was returned for evaluation. Analysis of the device noted that the blade and pad had lifted off the balloon. The blade was still attached to the balloon, 4mm of the blade was attached from its distal end. This damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device. There were no issues noted with the remaining blades on the device. The balloon was also inflated and deflated without any issues noted. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-sep-2016. It was reported that the balloon was unable to rewrap. A 2cm peripheral cutting balloon® was selected for use. Upon withdrawal of the device from the patient's body, it was noted that the balloon was unable to rewrap well. No patient complications reported. However, device analysis revealed that the blade and pad had lifted off the balloon.